Event description:
It was reported that this device recorded a code 1003, indicating the voltage is too low for the projected remaining capacity and remote monitoring was disabled. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery and noted that remote monitoring was disabled due to a loaded measurement below 2100 mv. It was noted that the health care professional (hcp) planned to schedule a device replacement. At this time this device remains in service. No adverse patient effects were reported.